Event description:
The customer contact reported air in the tubing set distal to the pump with no pump alarm. On an unspecified date and time, an unspecified channel of the pump was programmed to deliver an unspecified concentration of ch.14.18, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted an unspecified "column of air" in the tubing set distal to the pump with no pump alarm. No air reached the pt. The pump was removed from clinical use. There were no reported adverse pt effects and no delay in therapy critical to this pt. No medical interventions were required. During testing at the user facility, the pump did not alarm when air was present in the tubing set distal to the pump. Though requested, no add'l info was provided, including if therapy was resumed with a replacement pump.

Manufacturer narrative:
The pump is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.